Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00438. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "proximal pressure sensor" alarmed occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) later went onsite for further evaluation. The fse was unable to replicate the reported issue despite performing a test run. The event log showed that "check vent: machine pressure sensor auto-zero failed" had occurred but the customer cancelled repair and the device was returned unrepaired. The customer cancelled the repair. The investigation concludes that no further action is required at this time.